Manufacturer narrative:
In the event any devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-03332. It was reported the patient's scs leads were protruding through the skin on the right buttock. The patient was advised to consult with their physician to evaluate the issue.

Event description:
Device 1 of 2: reference MFR report: 1627487-2017-03332. Follow up identified the patient's physician reported there was no skin erosion of the patient's leads, the patient was fine.